Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir was leaking from bottom of second o ring. The customer¿s blood glucose level was 126 mg/dl at the time of the incident. Customer state that the bottom o ring was coming down of it¿s spot. The product will not be returned for analysis.